Event description:
It was reported by service report that the side rail could not remain latched.

Manufacturer narrative:
It was also found during the evaluation that the brakes were not engaging due to a missing nut and bolt on the brake cam assembly.

Event description:
It was reported by service report that the side rail could not remain latched.